Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports retainer causing pain, discomfort and damage to the health of the gums turning them white.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. This report has the corrected date in field g3. Additionally, the description of the reportable event in b5 was incorrect and has now been corrected in this report. Furthermore, this event was initial reported as a malfunction event, which is incorrect. This correction report has changed this event to a serious injury due to the fact that the patient requires intervention (see b5 for more details).

Event description:
A patient reported their dds told them that they should not have done the treatment as the patient has shortened roots and their gums became permanently damaged. The patient now requires surgery to correct the damage.